Manufacturer narrative:
Tw (B)(4) since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that while harvesting the radial artery the vasoview hemopro 2 (w/vasoshield) timed out. They switched out the cord and pigtail and the device would still not work. Power supply was set on 3. They then opened up another kit and finished the case with no other issues. The pre-cautery test was not performed. It is unknown if the beeping sound was heard. There was a delay of 2-3 minutes. There was no patient harm.